Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 124 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer states insulin did exit with plunger push and there was greater than normal resistance with plunger. Customer was able to resolve no delivery with an infusion set and reservoir change. Customer also reports a crack at reservoir compartment. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).